Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastric bypass procedure, during the division of the stomach, the stapler could not cut it and the progression of the blade was extremely difficult. This incident was repeated with two different staplers, staple incomplete. It was necessary of additional sutures stapling. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Would not cut and partially stapled.